Event description:
It was reported that patient's left ventricular (lv) lead exhibited loss of capture, lead dislodgment was also noted from x-ray. The lead was explanted and replaced. The patient was stable.